Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received unexpected battery power loss alarm. Customer's blood glucose was 201 mg/dl at the time of incident. Customer stated that the replace battery now or recurring replace battery now alerts without prior low battery alert. Troubleshooting was performed. Customer advise that they may continue to wear pump until replacement arrives if they insert a new battery. Insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents are within spec. And no unexpected failed battery alarms, low battery alert, power loss alarms, replace battery alerts, or replace battery now alarms noted during testing.